Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver was not asking for an initial calibration. No additional patient or event information is available. The complaint states the patient experienced the receiver was not asking for an initial calibration. Data was returned and evaluated. The reported event was confirmed via data. The root cause could not be determined. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. Based on the investigation results this issue has been upgraded from non-reportable to reportable.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed and the test passed. Voltage testing was performed and the transmitter has voltage. A review of the downloaded data log observed a no initial calibration. The customer complaint was confirmed. A root cause could not be determined.